Event description:
The customer stated that he was hospitalized for high blood glucose and the reading was 970 mg/dl. The customer was vomiting, had ketones and had pain in his bones. The customer declined all troubleshooting and only wanted the insulin pump replaced. The customer stated that the hospital would only release him if the insulin pump was replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.